Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The facility contacted baxter (B)(4) technical services to report a clearlink non dehp soln set ll adapter, 10 dpm that defective tubing that was "leaking chemo." The malfunction was reported to have been found during infusion. There was a patient involved, however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore, the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.